Event description:
Boston scientific received information that this pacemaker had differing longevity calculations. It was also reported that there was a difference in pacing thresholds since implant. The thresholds had an increase of 5 volts. It was reported that the longevity was being shown as 2.5 years at 6 weeks post implant. Technical services (ts) stated that thresholds at 2.5 volts would put longevity out at 7 plus years. No adverse patient effects were reported. The differing longevities were believed to be due to the change in thresholds.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.